Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 150mg/dl (the second reading not given). Tests were done within 11-20 mins with a difference of >20%, per reported issue notes. Pt did not experience any adverse events. No further info has been reported.